Manufacturer narrative:
Product ID 3889-28, lot# v970032, implanted: (B)(6) 2012. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the in inquiry of what the circumstances were that led to the shocking the patient reported that there were no changes, and that the shocking started not too long after implantation. In response to the inquiry of what steps had been taken to resolve the shocking and if had been resolved the patient reported that they had tried to schedule appointments for it, which were impossible to obtain and long waits. The patient stated that ¿no,¿ it had never been resolved and that they had to turn the device off. When asked if any additional actions had been taken since the issue had not been resolved, the patient replied ¿none.¿ in response to the inquiry for what the circumstances were that had led to the displaced lead and what steps had been taken to resolve, the patient replied that there had been no circumstances that led to the displaced lead and that nothing had been done; that it had not been resolved and that they now had pain where the lead ran next to their tailbone. In response to the inquiry for additional actions that were taken since the issue hadn¿t been resolved, the patient reported that they had been trying to find a health care physician (hcp) to remove the device however they kept getting denied. The patient continued that shortly after the device had been implanted they had started having issues with the shocking and displaced lead and that due to having nothing but problems and long wait times to see someone about it they had to result in turning it off. The patient reported that they now had a lot of discomfort, pain and weird sensations from the device, which was malfunctioning/faulty, and that they had been trying to find another surgeon to remove it however they kept getting turned away and told that they needed to go back to the original doctor who had put it in. There were no further complications reported.

Event description:
Additional information received from the consumer. They were having pain from the device. It would electrically jolt them at one point in time, so they had no choice but to turn the device off. They were having pain down next to their tailbone area. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 3889-28, lot#: v970032, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-mar-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were feeling electrical shocking in their crotch. It would drop them to their knees. They reported that they have a lead displaced/floating around. They want the ins removed due to the symptoms. Patient services reviewed information. No further device issue alleged / identified. No further patient symptoms or complications were reported.